Event description:
It was reported that the patient experienced an event in which the infusion set tubing was tugged and the cannula fell out while changing clothes on (B)(6)2026.

Manufacturer narrative:
E1: name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380